Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she was changing the reservoir and when she pressed the buttons nothing works. When she presses the act button the device goes back to the same thing, no alarms occur and it goes back a few screens. When the esc button is pressed the device either says bolus delivery or finish loading. Customer was attempting to fill tubing when the buttons were unresponsive. Customer's blood glucose was 170 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.